Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during programming/setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 322 link switch error" was not reproduced. A review of the event history log revealed "system error 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the lower auxiliary. The lower auxiliary is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.